Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 7 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic and was found to have a drop in hemoglobin from 9.0 g/dl on (B)(6) 2017 to 6.4 g/dl with associated tachycardia of 109 bpm. The patient also had history of dark stools but no active bleeding. The patient was admitted with concerns for upper gastrointestinal bleeding (ugib) in the setting of anticoagulant, warfarin. After admission, anticoagulants were withheld and patient was transfused with one unit of packed red blood cells. Esophagogastroduodenoscopy (egd) revealed upper gi bleeding with no arteriovenous malformation (avm). No additional information was provided.

Manufacturer narrative:
A correlation between the reported gastrointestinal (gi) bleed and the device could not be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Upper gastrointestinal endoscopy revealed fresh red blood with underlying possible erosions in a linear fashion on a gastric fold. No active bleeding was noted. However due to the likelihood of it bleeding subsequently, coagulation for hemostasis using bipolar probe was performed successfully.